Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, during the procedure, the patient had vasospasm after the pipeline flex embolization device was jammed inside the microcatheter and treated with intracerebral nimodipine.

Manufacturer narrative:
Device evaluation the reported pipeline flex embolization device (ped) was received and evaluated. As received, the ped was stuck with a microcatheter. The ped was pushed out of the microcatheter for further examination. The ped braid was found to be fully open but frayed moderately at both ends. The delivery wire of the ped was noted to be bent at 23.0 cm to 29.0 cm from the proximal end. The distal hypotube appeared to be stretched. No other anomalies were observed. Based on the product analysis, the report of ped braid did not open at the distal segment was not confirmed. The observe damages on the ped most likely occurred when high force or excessive friction encountered during delivery of the ped. The patient's moderately tortuous anatomy could have contributed to friction and need for high force. Ped instruction for use states "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received by the manufacturer, therefore, product evaluation cannot be performed. The cause of the reported clinical experience cannot be conclusively determined. Additional information has been requested. Should the device be received or additional information made available. A supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) failed to opened at the distal segment during a flow diversion procedure. The device was used to treat a patient's 12mm wide neck carotid communicating aneurysm. This patient had history of hypertension and subarachnoid hemorrhage. The device was removed from the patient. New device was used for patient treatment. No patient injury reported.